Event description:
Boston scientific received information that the programmer had a burnt smell when the programmer was turned on. The programmer will be returned for repair. No adverse patient effect was reported.